Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that "on september 19th, the patient underwent a nasal tracheal intubation. On september 20th, it was discovered that the tracheal tube was leaking air. Immediately, the same batch number of tracheal tube was replaced. However, the airbag could not be inflated. The patient's blood oxygen level was low and they were experiencing shortness of breath. After replacing with a subglottic tracheal tube, there was no leakage anymore. The patient no longer had shortness of breath and their blood oxygen level returned to normal." Associated complaint 3003898360-2025-00780.